Event description:
The customer reported that "fatal error detected" was displayed on the workstation and was unable to perform fluoroscopy x-ray. The system had to be rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord and power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.